Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed a scratched device casing. All seal plugs and set screws operated normally. Electrical testing performed revealed normal pacing and sensing functions. A review of the device memory noted two memory faults had occurred. One shock lead shorted fault and two charge time exceeded fault codes were displayed. The memory was corrected. Analysis concluded the cause of the shorted lead and charge time faults were induced.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones and presented to the hospital. Interrogation revealed two fault codes indicating a "short shock condition" and "charge time exceeded limit". The fault codes were cleared, however, a message revealed limited device functionality and the patient experienced extracardiac stimulation. An internal technical service (ts) consultant was contacted and recommended immediate device replacement. In addition, ts recommended right ventricular lead integrity be verified as the lead may be compromised. In addition, ts recommended verifying the atrial lead function. The device was programmed to "tachy mode off or brady off" and the patient was hospitalized until a replacement procedure is performed. No further patient symptoms were reported. Subsequently, a replacement procedure was performed. This device was removed and replaced. Visual observation did not reveal arc marking on the device.